Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that the customer experienced elevated blood glucose (bg) levels ranging from 275-300 (mg/dl). A correction bolus was delivered to address bg level. Reportedly, the customer experiences elevated bg levels at night and requested assistance from tandem technical support with changing the midnight basal settings on the pump from 0.55 units/hour to 0.6 units/hour. As the customer had not checked with health care provider (hcp) regarding the settings, recommendation was made to consult with hcp about the changes requested. Customer understood and confirmed hcp would be consulted regarding settings.